Manufacturer narrative:
(B)(4).

Event description:
It was reported per expedited quality review report: symptom - the intra-aortic balloon pump (iabp) detected a helium loss during therapy. The pump was switched with a functioning pump. The patient was not affected by the switching of the pump. The bellow was leaking. Action: parts were replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the pump assembly without its original pcs assembly was returned for evaluation. Visual inspection of the pump assembly was performed and found dried condensation inside the bellow port. No other abnormalities were noted. The pump assembly in question was installed into a known good intra-aortic balloon pump (autocat2w) and performed functional testing. The known good autocat2w with the pump assembly in question installed failed testing. The pump alarmed "possible helium loss 3 (2)" approximately 60 seconds after initiated pumping. A visual inspection of the pump assembly internal hardware was performed and no abnormalities were noted. Additional evaluation was performed by removing the bellow assembly. A leak test was performed by applying air while submerging it in the water. Leaks were noted from two locations on the bellow assembly. A device history record review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported problem of "alarm, helium loss" is confirmed. The pump assembly failed functional testing. The reported problem was reproduced during the functional test. See other remarks section for continuation. Other remarks: leaks were detected to be coming from bellow assembly and that was the cause of the helium leak alarm. The cause of leakage from the bellow assembly is undetermined.

Event description:
It was reported per expedited quality review report: symptom - the intra-aortic balloon pump (iabp) detected a helium loss during therapy. The pump was switched with a functioning pump. The patient was not affected by the switching of the pump. The bellow was leaking. Action: parts were replaced.